Event description:
(B)(4). Since I received the essure, I've had nothing but abdominal pain, headaches, nausea, etc. In 2009 my primary dr said my hormones were out of balance, and we've been trying to correct. I have had cysts off and on as well. However, as each year goes by, the pain gets worse, the nausea, the headaches. Sex hurts. I've complained every year since the insertion and keep being told nothing is causing it. It's obvious the inflammation essure causes (and my dr finally admitted it) is causing all the pain. My periods were irregular as well. Now, I'm finally resulted to a lo dose of birth control and now my symptoms are even worse! I can't get my dr to do anything else, and pretty much say it's in my head. It looks like the coils are where they should be, but, they haven't really checked. I'm miserable!